Event description:
It was reported that there was a high value of sic (sensing integrity counter) which was attributed to twos (t-wave oversensing). It was noted that the patient had a history of small r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there were episodes of nsvt (non-sustained ventricular tachycardia), and that one episode of sustained twos resulted in atp (anti-tachycardia pacing) therapy, which led to acceleration to fvt (fast ventricular tachycardia), resulting in a shock. Sensitivity was adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4).